Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection showed the device was in good condition. Functional testing was performed and found a defective latch sensor. The latch sensor was replaced to resolve this issue.

Event description:
It was reported there was a problem with bolus, when it reaches 6/7ml, it displays cassette is not in. There was unknown patient involvement.